Event description:
The device was not returned to proxima for eval. The info provided with this letter describes the eval that would have been performed for a device deemed asymmetrical and proxima's justification for not submitting a MDR.

Event description:
The product was inserted into the pt's left breast. The next day it was determined after a cat scan that the product was defective. The product was removed. After removal it was noted that the catheter is defective.